Event description:
On (B)(4) 2013, the consumer stated that a 31g bd pen needle broke off within the abdomen during an injection. The consumer also stated that this needle was used twice. The incident took place on (B)(6) 2013. The broken segment was removed surgically on (B)(6) 2013. It is stated that there were no imaging studies performed to locate the broken segment. No other info is available at this time.

Manufacturer narrative:
A sample was received and is in the process of being evaluated. Once the eval is complete, the info will be sent as a supplement.